Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing with a black reload, the powered stapler made a weird sound when firing and also the staples did not form properly on the patient side. The inner most staple line did not form correct 'b' shaped staples. It was as if the staples did not hit the pockets on the anvil and form. A new stapler was opened and used to complete the case. Surgeon had to over sew the staple line due to not forming correctly. The patient bled from the first staple line and also had to stay under anesthesia longer while the surgeon had to over sew the staple line. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood loss? Amount of blood loss is unknown. Did the patient require a blood transfusion? No. How was the patient impacted due to the additional anesthesia? Nothing clinical impact to patient. Was the post op care of the patient changed due to the event? No. On what tissue type was the device used? Stomach, gastric tissue. At what location on the tissue? Body of stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What other color cartridges were used before and after this event? It was the first firing with a black reload. A green reload was used after this. Was buttressing material utilized? If so, which product? Yes, synovis peristrips were used. Was the instrument fired across or near an existing staple line or clip? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.